Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with a recorded blood glucose of 64 mg/dl and device low alerts present; the user treated with 16 grams of oral carbohydrates and reported pausing insulin delivery during work to avoid lows. Symptoms included the user sensing the low without additional reported clinical effects. Outcomes included self-treatment without medical intervention, hospitalization, or assistance from others, with resolution in approximately 15 minutes. Investigation included complaint intake, troubleshooting, and user education regarding algorithm adaptation and avoidance of pausing during active use. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia, with contributing factors possibly related to behavioral interaction with the system during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.